Event description:
It was reported by service report that the head end jack would not lower. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results: release pedal.